Event description:
Reporter alleged obtaining discrepant blood glucose values of 78 mg/dl, an error message, and a reading of 234 mg/dl when all tests were performed within 5 minutes on the aviva system. Reporter stated he felt "tired' at the time; however, did not indicate whether this symptom was typical for him of hypoglycemia or hyperglycemia. Reporter indicated self treating with food; however, no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.